Manufacturer narrative:
P-cap or reservoir locks properly into place. Blank display due to corroded electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, cracked case on the battery tube side, and missing serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump got wet and quit working. Customer stated that serial number came off the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.